Event description:
Philips received a complaint on the heartstart xl+ device indicating that the battery failed. There was no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction (damaged) of the battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was damaged battery. The reported problem was confirmed.